Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure for the treatment of stress urinary incontinence on (B)(6) 2002 and mesh was implanted. The patient immediately suffered pain, infections, recurring incontinence and other complications. The patient had trouble urinating and could not sit, stand or walk for prolonged periods of time. She had pain and infections on an ongoing basis. The patient has sustained permanent and debilitating injuries and continues to experience problems with incontinence. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent a&p vaginal repair and cystoscopy due to sui, cystocele and perineal scarring. It was reported that patient underwent mesh implant on (B)(6) 2002. It was reported that patient underwent incision of transvaginal tape sling on (B)(6) 2002 due to post mesh urinary retention. No additional information was provided. (B)(4).